Manufacturer narrative:
The serial number initially reported was for the device.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the battery can&#38176;be charged up. There was no reported patient involvement.

Manufacturer narrative:
(B)(6).